Event description:
The following has been reported: no ac mains indication remarks: no ac mains indication found power supply board faulty. Reporting as a conservative measure. No adverse event was reported. Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The device was not returned to our laboratory for analysis. Without the affected sample, no investigation can be performed and no root cause can be determined. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.